Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that after an unknown procedure, the surgeon closed the jaw after 1st firing and moved the device out of the trocar. He found the jaw could not open again for reloading the reload. Changed another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.